Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified the fiber was received in one partial piece. The only part of the fiber that was returned was the area of the fiber with the connector. Functional testing of the fiber connector identified there were no defects, and a bright round light was observed on its face. The aim beam could not be observed because the area with the fiber tip was not received. The connector was connected to the console which stated zero treatments had been used. Additionally, no error messages were received. The instructions for use state to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber. Based on the analysis results, the reported error message could not be confirmed. It is probable that the fiber break occurred due to procedural handling of the fiber during set-up. The investigation is assigned a conclusion code of cause traced to component failure.

Event description:
It was reported that during the transurethral stone removal procedure, after the fiber had been connected to the console error 150 appeared stating the fiber was not recognized. The fiber was unplugged and then plugged back in, but the same error kept appearing. The fiber was replaced, and the second fiber was used to complete the procedure. There were no patient complications. Analysis of the returned fiber identified a break in the fiber body.

Event description:
It was reported that during the transurethral stone removal procedure, after the fiber had been connected to the console error 150 appeared stating the fiber was not recognized. The fiber was unplugged and then plugged back in, but the same error kept appearing. The fiber was replaced, and the second fiber was used to complete the procedure. There were no patient complications. Analysis of the returned fiber identified a break in the fiber body.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified the fiber was received in one partial piece. The only part of the fiber that was returned was the area of the fiber with the connector. Functional testing of the fiber connector identified there were no defects, and a bright round light was observed on its face. The aim beam could not be observed because the area with the fiber tip was not received. The connector was connected to the console which stated zero treatments had been used. Additionally, no error messages were received. The instructions for use state to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber. Based on the analysis results, the reported error message could not be confirmed. It is probable that the fiber break occurred due to procedural handling of the fiber during set-up. The investigation is assigned a conclusion code of cause traced to component failure.